Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to squeeze the handle and press the green button but the stapler did not fire. They replaced the device to complete the case. There was no patient injury.